Manufacturer narrative:
The following additional information was obtained: the issue was related to the master controllers, not the instrument. The problem was identified when the instrument did not move as the surgeon moved the master controllers, indicating a static instrument. The batch/lot number of the instrument could not be determined, and the instrument will not be returned for evaluation as it functioned correctly in other surgeries. The problem was resolved by changing the master controllers. In addition, the affected parts head sensor transmitter and surgeon's head sensor (shs) involved with this complaint are field scrap items and will not be returned to isi for further investigation. The complaint was confirmed based on the error logs.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received da vinci products involved with this complaint to perform failure analysis. The endoscopic controller (ec) was analyzed and found to have no failures. The system logs were not able to confirm error associated to vision loss and therefore, unable to confirm the reported event occurred in the field. Upon visual inspection, left power supply failed to operate, possibly related to the reported event. The ec was installed into the golden system where the system functioned as expected. Then the golden system was set to run video test, 10 power cycles and sitting idle for one hour. Once testing was completed, no errors related to the original complaint were found. The video processor (vp) was analyzed and found to have errors. In logs, a communication error was found indicating the fault, confirming the failure occurred in the field. Visual inspection was performed and no issues were found that were related to the reported issue. The vp was installed onto the golden system where vp was unable to connect to the ec and generated the error upon power on and no video appeared. The error pointed to a vp node.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer was having intermittent loss of vision. The image would sporadically go black for a few seconds and would then come back. The customer replaced the endoscope but the issue persisted. The surgeon power cycled the system but was unable to regain control of the instruments afterwards. During troubleshooting, the surgeon mentioned that a message on the surgeon side console (ssc) prompted removal of his head from the viewer to continue. The intuitive surgical, inc. (Isi) technical support engineer asked the caller to check for any obstructions between the head sensors, but none were found. Despite being guided to power cycle the system again, the issue persisted. As a result, the surgeon opted to convert the case to traditional laparoscopic surgery. The conversion led to an increase in port size incision and the placement of additional ports. According to the customer, before the event occurred, system functionality was checked upon powering on, and it initially powered on without errors. The tse reviewed the logs and identified an error pointing to a bad head sensor on the ssc. The tse also identified a communication error pattern between the endoscope controller (ec) and video processor (vp).

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse identified an intermittent issue with the head sensors on the ssc. As a result, the fse replaced the head sensors. The fse also replaced the ec and vp. The system was then tested and verified as ready for use. Isi has not received the ec or vp for failure analysis evaluation.